Event description:
Boston scientific received information that this left ventricular right ventricular (rv) lead exhibited pacing inhibition due to oversensing. The device was reprogrammed and the issue was resolved for the time being. Additional information was later received that there was loss of capture and possible migration. Fluoroscopy noted the lead had dislodged. The lead was surgically abandoned. There were no additional adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.